Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 12.0 and 128.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The stretch resistant (sr) wire was wrapped around the distal detachment tip. Conclusions: evaluation of the returned devices revealed that the distal tip of the lantern was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped during insertion, damage such as this may occur. The ovalization in the distal tip of the lantern likely contributed to the resistance experienced during advancement into the non-penumbra catheter. Evaluation of the pod6 revealed that the sr wire was wrapped around the ddt inside the introducer sheath. The sr wire being wrapped around the ddt inside the introducer sheath likely contributed to the resistance, which prevented the embolization coil from advancing out of its introducer sheath. The root cause of the sr wire wrapping around the ddt could not be determined. Further evaluation of the pod6 revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred during packaging the device for return. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01674.

Event description:
The patient was undergoing a coil embolization procedure treating a splenic aneurysm using pod6 coils and a lantern delivery catheter (lantern). During the procedure, while attempting to advance the lantern through a non-penumbra catheter, the physician experienced resistance and the lantern was unable to advance; therefore it was removed. The physician then inserted a new lantern and attempted to advance a pod6 coil through; however, the physician experienced resistance and the pod6 coil was unable to advance out of its introducer sheath. The procedure was completed using a new pod6 coil, the same lantern and the same non-penumbra catheter. The physician did not use a rotating hemostasis valve and did not maintain continuous flush. There was no report of an adverse effect to the patient.